Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as heat to the affected area with a whitehead like pimple. Additionally, mother reported that the sensor insertion point was larger. Patient was seen by pediatrician on (B)(6) 2015 for the reported skin reaction. Physician performed a culture and diagnosed the patient with mrsa infection. Physician drained and lanced the site. Physician concluded that patient's mrsa was the lesser of the two types of mrsa infection. Patient was also prescribed clindamycin antibiotic. At the time of contact, patient's mother reported that the site is healing at a good pace. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).